Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the lead was repositioned back into its original location.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI:(B)(4), serial:(B)(6).

Event description:
It was reported that one of the patient's leads had migrated. The investigation did not determine which lead attributed to the issue. Surgical intervention is pending to address the issue,